Manufacturer narrative:
(B)(4). Baxter is continuing to investigate the reported event. When the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed for system error 322 during a downstream occlusion test. This issue was discovered during testing, and there was no patient involvement.